Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n230320012, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was unable to be aspirated during an attempted dye study in 2012. It was unknown if it was kinked or occluded. The pump and catheter were replaced. The spinal segment was scarred in and was left in patient. It was reported that there was a replacement done. It was noted that patient had symptoms of increased spasticity and clonus. There were no allegations against the pump. Patient¿s status at the time of report was ¿alive-no injury.¿ it was noted that the patient was started at 50mcg/day with the new pump and catheter. Patient would be titrated from there while in the hospital. Patient was reported to be ¿doing fine.¿ the pump system was delivering gablofen. Additional information received reported that the reason for the catheter removal was ¿break, tear, hole.¿ it was noted that there was ¿patient injury.¿

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter/sc connector revealed coring-tears-cuts in seal. Under microscope inspection a deep, circular coring could be seen in the bottom of the cup of the sc connector of segment 1 of the returned catheter consistent with the inner diameter of the tip of the outlet port of the pump. Further testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. Per analysis , the flap of material created by the coring may have contributed to an occlusion however no occlusion was verified in testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.